Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. As a result the software was re-installed. It was also noted that the electrocardiogram (ECG) connector was loose. (B)(4).

Event description:
It was reported that the programmer displayed an error and was unable to boot up. The programmer was returned for servicing. No patient complications have been reported as a result of this event.